Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer boots and locks up on the medtronic screen. Analysis also found the stylus tip was broken. Not able to pull patient information during analysis due the hard drive. (B)(4).

Event description:
It was reported that everytime the programmer is turned on, it stays on the "medtronic" screen. The programmer was returned for repair. No patient complications were reported as a result of this event.